Event description:
Surgeon reported that this (B)(6) male who is approximately 6 weeks post coronary artery bypass x 4 and mitral valve repair experienced recurrent mitral regurgitation. On (B)(6) 2010, patient underwent a redo sternotomy and mitral valve replacement. Operative findings indicated dehiscence of imr ring between 3 o'clock and 7 o'clock around ring in area of maximal tension. Therapy dates: #1 (B)(6) 2009, #2 (B)(6) 2010. Diagnosis for use: chf with severe mitral regurgitation.